Manufacturer narrative:
D9: available for evaluation and returned date 7/11/23. H3: anticipated but not begun, device returned to manufacturer: yes. H10: the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. H6: remove codes 4114, 3221, 67. D9: available for evaluation and returned date 7/11/23. H3: anticipated but not begun, device returned to manufacturer: yes. H10: the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. H6: remove codes 4114, 3221, 67.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was 182 mg/dl. Reportedly the alarm ultimately cleared, and the customer continued to use the pump for insulin therapy.